Event description:
Subsequently, boston scientific received an adverse event (ae) clinical form in (B)(6) 2013 that this patient was experiencing acute systemic heart failure exacerbation and worsening renal function requiring hospitalization in early-february 2013. A review of the surface electrogram identified wide qrs morphology associated with lv lead loss of capture at 3.5 volts at .5 ms. The lv output was reprogrammed to 6.0 volts at 2.0 ms. Prior to reprogramming, the qrs was 192 ms and narrowed in the 158-162 ms range post-programming. A chest x-ray found that the biventricular ICD system was in satisfactory position. During the patient's hospitalization, the patient received inotropic support and additional diuretics. The patient was discharged 4-days later following improvement in status. The patient was seen in-clinic in (B)(6) 2013 for follow-up and the lv pacing threshold was 2.7 volts at 2.0 ms. The device was reprogrammed to 3.5 volts.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead had elevated threshold. The lv lead was surgically abandoned in (B)(6) 2014. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead threshold measurements (which had previously been high) had increased and lv loss of capture was noted (wide qrs complexes were evident). The device outputs were increased and capture was attained. The patient was treated for increased heart failure symptoms in the hospital and was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.